Event description:
The bovie tip overheated, sparked, and then flamed out during a head/neck surgery. There was no harm to the patient; she was not burned. Oxygen was being administered in close proximity to the surgical site. The electrode used was new. There were no issues with the handpiece or electrosurgical unit. The electrode was switched out and the surgery proceeded. Staff reported they have reported similar experiences in the past with this device. The esu settings (cut and coag) were at 20.